Manufacturer narrative:
(B)(6). No lot # provided, medical device expiration date: unknown, device manufacture date: unknown. The manufacturing location for this product is unknown. Therefore, bd corporate headquarters in (B)(4) has been listed in the report and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd¿ one-piece sharps disposal system had no label on it and also had a hole in the seam where the handle is. The container was in use and partially filled but after the hole was observed, it was sealed and placed into medical waste. There was no report of injury or medical interventions.

Manufacturer narrative:
The manufacturing location for this product is vip. This site is an OEM manufacturing site. (B)(4).

Manufacturer narrative:
Investigation summary: no batch detail was available in order to perform a specific review for this collector. As no batch detail is available it is difficult to determine the manufacturing date and time in order to identify the operator responsible at the time of packing. Investigation analysis: the image and comments highlight that the defective sample packed without label and with hand written comment had been used as a reference sample lineside at the time of packing. Poor attention to detail has contributed to the defective container being packed. Investigation conclusion: based on investigation of the photos provided bd can confirm the reported defect. This non-conformance is attributed to an operator error.